Manufacturer narrative:
Additional information : the lot was manufactured from september 5, 2019 - september 6, 2019. The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed on the photograph which observed the leak problem caused by a detached tubing at the junction of the white flow restrictor. The reported condition was verified. The cause of the condition could not be determined as no further testing of the actual sample could be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. The white fluid restrictor detached from the line. The set was filled with 13500mg of piperacillin/tazobactam and 25.3ml citrate buffer in 0.9% sodium chloride. This occurred prior to patient use. There was no patient involvement. No additional information is available.